Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert. The customer plugged the cable into another wall adapter and the pump did not charge. The customer was to continue to use the pump for insulin therapy and if needed, had a back up pump. The customer's blood glucose level was 108 mg/dl.